Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as looking like a burn mark with fluid leaking. There was no alleged device malfunction contributing to the wound. The patient¿s physician advised removing device temporarily to allow area to heal. Follow up indicated that the wound improved.